Manufacturer narrative:
No x-rays were provided for review or confirmation of the reported event. The two retrieved fragments were discarded and are not accessible for analysis. Surgical delay was reported to be less than 15 minutes and there are presently no indications necessitating medical or surgical intervention. Review of labeling: possible adverse events- bending, disassembly or fracture of implant and components.

Event description:
A patient underwent spinal surgery from level l3-l4 on (B)(6) 2021 consisting of seaspine's (B)(4) nanometalene interbody system. It was reported that the interbody fractured in the patient after the implant was impacted with a surgical mallet 2-3 times. The implant fractured into three pieces, two of which were removed, and the surgeon elected to leave the remaining third of the interbody in the patient.